Event description:
It was reported that a manufacturer representative encountered issues during a revision surgery, where the right-sided lead failed to verify during a connectivity check with the ens using bipolar testing. This was attributed to known impedance issues the patient had been experiencing, with impedances measuring in the 32,000 range during testing at 3v and connectivity checks showing all red "x" marks. The representative initially suspected the extension might have been pulled out of the implanted neurostimulator (ins), but testing the extension and lead confirmed high impedances in the same range. Patient services suggested retesting impedances and provided potential steps forward. The revision surgery was scheduled after impedance issues were identified two days prior, and the representative was in the operating room (or) testing a lead from a case implanted a few weeks ago. An email was sent to the representative to obtain patient and sr information.

Manufacturer narrative:
Continuation of d10: product ID: b3300542, lot#serial#: (B)(6), implanted: on (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542, serial/lot#: (B)(6), ubd: 25-feb-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that potential cause could be the report from patient that they bumped their head prior to initial programming when impedances changed. Rep reported that battery connection extensions and lead were tested. Rep reported that high impedances have not resolved and revision surgery is planned on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID b3300542, serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the lead (s/n (B)(6) revealed that all the conductors were broken in the body of the lead within 10 cm of the connector area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the lead was fractured, possibly sutured through.

Manufacturer narrative:
Continuation of d10: product ID b3300542, serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.